Event description:
According to the reporter, the device intermittently alarms "therapy leads off" even when electrodes or a test load is connected to the therapy cable. There were no reports of any patient use during the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed intermittent "therapy leads off" alarm. A therapy leads off condition could cause the device to not charge or deliver therapy. Physio replaced the device therapy connector assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and observed a missing pin socket, designator pin 7, that connects to a therapy cable high voltage conductor.